Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the lens was found to be torn after implantation. The lens was removed and replaced with a new lens. Additional information has been received stating that there was no further impact to the patient.